Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been to the ER (emergency room) with hypoglycemia. The patient's blood glucose levels declined to an unknown level while wearing the pod. Symptoms reported include nauseous, began vomiting and having diarrhea. No information was provided on how the patient was treated. The patient was released three hours later. The pod was worn when seeking medical attention.